Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 356 mg/dl and a correction bolus and water were used to address the high bg level. As the occlusion had occurred in the past, tandem technical support was unable to perform system check to determine a possible cause of the occlusion.